Event description:
It was reported that death occurred. The patient presented with chest pain. Vascular access was obtained via the right radial artery. The target lesion was located in the proximal left anterior descending artery. Following pre-dilation with a 2.50 x 20 non-boston scientific (non-bsc) balloon, intravascular ultrasound was performed. A 3.50 x 38mm synergy xd drug eluting stent (des) was advanced for treatment and implanted at 14 atm for 12 seconds. The stent was post-dilated for 7 seconds and 4 seconds each at 12 atm, and then for 6 seconds at 16 atm, using a 4.00 x 15 nc non-bsc balloon. Intravascular ultrasound was again performed to complete the procedure. There were no adverse events, and the patient was transferred to the patient care unit. The patient started having acute chest pain within 30-60 minutes post procedure and was brought back to the catheter lab. It was discovered that the stent was clotted at the proximal edge. The physician ballooned and placed two more synergy stents as well as a heart pump and a temporary pacer. The patient returned to the patient care unit and died sometime that night. Cause of death was acute vessel closure leading to ventricular fibrillation and the inability to resuscitate.